Event description:
It was reported that during a low anterior resection, that she did her normal purse string and the tissue looked normal. The anvil sounded and felt like it locked down properly. She was able to close the device per usual technique. She heard and felt the crunch of the breakaway washer. When they checked the anastomoses, she saw that the anterior proximal part did not have any staples at all. There were not even any ¿goal post¿ staples. The rest of the anastomoses and the donuts had fully formed staples. The surgery was delayed by 90 minutes due to the reported event.

Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was found: was there any patient consequence as a result of the procedure being prolonged? Operative time prolonged by 1 ½ hours to hand sew the anastomosis. The final impact won¿t be known for several months when the patient¿s anastomosis is evaluated prior to ileostomy closure. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? See above¿won¿t know if the hand sewn anastomosis has complications until it is evaluated in a few months. Potential for leak and stricture. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was found: was there any patient consequence as a result of the procedure being prolonged? Operative time prolonged by 1 ½ hours to hand sew the anastomosis. The final impact won¿t be known for several months when the patient¿s anastomosis is evaluated prior to ileostomy closure. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? See above¿won¿t know if the hand sewn anastomosis has complications until it is evaluated in a few months. Potential for leak and stricture. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low anterior resection, that she did her normal purse string and the tissue looked normal. The anvil sounded and felt like it locked down properly. She was able to close the device per usual technique. She heard and felt the crunch of the breakaway washer. When they checked the anastomoses, she saw that the anterior proximal part did not have any staples at all. There were not even any ¿goal post¿ staples. The rest of the anastomoses and the donuts had fully formed staples. The surgery was delayed by 90 minutes due to the reported event.